Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the stylet test result was failed due to dried blood obstructed in the distal conductor, and the blood entered from the df-4 pin. No inner insulation breach was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to advance the stylet very far into the right ventricular (rv) lead. The lead was not implanted and an alternate lead was utilized. No patient complications have been reported as a result of this event.